Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the managing doctor stated that they would not replace the implantable neurostimulator (ins) until it dropped to 2.70v. They inquired if the ins could only be replaced at 2.70v as the patients ins was at 2.71v. Elective replacement indicator (eri), end of service (eos) and their respective voltage were reviewed. They then mentioned that the patient had the "probe" (lead) removed a year after implant, confirmed on 03/01/2016, because the "doctor determined that the lead needed to be moved to the lower part of the brain." They stated that "it didn't really work well" for the patient. When attempting to clarify, they then stated "well, it wasn't helping and then they moved the leads and then the dyskinesia was completely gone and has worked wonderfully but she still suffers from dystonia." The patient's relevant medical history included the patient having "d-emboray syndrome" which has left her somewhat paralyzed and living at home with a certain kind of pump to help with it.